Manufacturer narrative:
Citation: zhang h, dong y, ao x, fu b, dong l; cliathvr (chinese low intensity anticoagulant therapy after heart valve replacement) multicenter clinical study team. Comparison of antithrombotic strategies in chinese patients in sinus rhythm after bioprosthetic mitral valve replacement: early outcomes from a multicenter registry in china. Cardiovasc drugs ther. 2021 feb;35(1):1-10. Doi: 10.100 7/s10557-020-07069-8. Earliest date of publish used for date of event. Medtronic products referenced: hancock ii porcine bioprosthetic heart valve (PMA# p980043, product code dye), mosaic porcine bioprosthetic heart valve (PMA# p990064, product code cye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the comparison of antithrombotic strategics in chinese patients in sinus rhythm after mitral valve replacement. All data were collected from a multi-center registry between january 2011 and december 2015. The study population included 1603 patients (predominantly female, mean weight 60 kg), 518 of whom were implanted with medtronic hancock mitral valve and 188 of whom were implanted with a medtronic mosaic mitral valve. Unique device identifier numbers were not provided. Among all patients, adverse events included: bleeding, transient ischemic attack (tia), cerebral vascular accident (hemorrhagic and ischemic) valve thrombus and thromboembolism. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.